Event description:
It was reported that pump display showed only backlight with no graphics visible. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy. Technical support sent replacement pump with updated software.